Manufacturer narrative:
(B) (4)

Event description:
Procedure type: gynecology. According to the reporter: upon inserting forceps into the port, doctor felt some differences against port especially around valve. Doctor says he/she got no friction resistance at all. Then, found a foreign material inside patient cavity and retrieved. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unknown. Patient injury was reported. No further patient info available.